Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the proximal right circumflex (rca). A 10mm x 3.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at eight atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported in relation to this event.